Event description:
Caller reported a malfunction on the pump identified as malfunction code 12. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction persisted. Consequently, technical support arranged to replace the pump and the customer opted to use a multiple daily injection (mdi) method as a backup to ensure continued insulin delivery. The customer understood the instructions for returning the defective pump.